Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the complaint (B)(4) has been evaluated. The lot 6005443 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 12 for the code leakage from infusion site (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 43, version 100 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on reference samples, 10 samples out 10 samples passed the test. Batch review the lot 6005443 was manufactured according to the document version 71 on the packing process in the machine li3007, on 05/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR. - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced three infusion set leakage events on 21-oct-2024 and 22-oct-2024. The leakage was at the cannula. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.